Manufacturer narrative:
The device¿s pushwire was returned for analysis without the microcatheter, as it was discarded at the site. The pushwire broke in the distal section, and the distal portion and stent were left within the patient. No other anomalies were observed with the pushwire. Approximately 3.0 cm of the distal pushwire was cut and sent out for scanning electron microscopy (sem) analysis. A supplemental rep ort will be submitted when the evaluation has been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an acute stroke case, the mechanical thrombectomy device separated within the basilar artery trunk. The patient did not further neurological deterioration, but did not have neurological improvement as the blood flow was not restored. The anatomy was normal.

Manufacturer narrative:
Based on the device analysis and reported information, the report of separation was confirmed, as the pushwire was found to be broken into two segments. Per the sem analysis report, ductile dimples are visible on the fracture surface, which indicate the wire failed via overload. The pushwire broke because of excessive force used (pushing and pulling) against the reported resistance. During device recovery the proximal marker on the solitaire platinum device should be within the micro catheter. It was reported that the solitaire proximal marker was not within the micro catheter during recovery as the micro catheter was removed prior to recovery. Therefore, it is likely user context contributed to the solitaire platinum separation issue. All products are 100% inspected for damages and irregularities during manufacture. Per our device¿s instructions for use (IFU): warnings ¿ ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site. If excessive resistance is encountered during the delivery of the solitaire platinum revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire platinum revascularization device against resistance may result in device damage and/or patient injury. If excessive resistance is encountered during recovery of the solitaire platinum revascularization device, discontinue the recovery and identify the cause of the resistance.¿ in addition, revascularization device recovery ¿ ¿to retrieve thrombus, slowly withdraw the microcatheter and the solitaire platinum revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60 cc syringe. Never advance the deployed solitaire platinum revascularization device distally. Note: ensure microcatheter covers proximal marker. If additional flow restoration attempts are desired with: the same solitaire platinum revascularization device, then carefully inspect the device for damage. If there is any damage, do not use the device and use a new solitaire platinum revascularization device for subsequent flow restoration attempts following the steps described above starting with the ¿preparation¿ section. Use of a damaged device could result in additional device damage or patient injury.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Updated: the patient still had deficits including the inability to move lower extremities. Vessel diameter was roughly 3.5-4 mm. No known stenosis was present. The microcatheter was removed prior to retrieval (that¿s their technique). No way to remove the solitaire, no plans to remove the solitaire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: immediately post-procedure, the patient remained intubated in the ICU. As of two years post-procedure, the patient has been left quadriplegic.